Event description:
It was reported, the xenon light source had ignition failure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found that the device could not be lit due to defective power unit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a failure of the power unit led to the reported malfunction. Olympus will continue to monitor field performance for this device.